Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified need to replace the generator drive pcb and install new darlington drivers. In conjunction with facility bio-medical group, the identified components were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system displayed a precharge error message at bootup. There was no report of patient injury.